Event description:
Staff and physician were in pt's room when pt was noted to be in respiratory arrest. Pt was being monitored by unit/system in question for respirations, o2 levels and pulse. Monitor alarms did not go off although readings would indicate alarms should have sounded. Then noted that monitor indicated alarms were "off". Staff had checked monitor within the prior hour and they were not noted to be off. Pt was coded and intubated and survived the event. Later that day this same monitor was witnessed by several staff to indicate alarms turned "off" then "on" and back "off" again without anyone touching the unit.